Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the reported issue. At time of MDR filing, no patient information was available. (B)(4).

Event description:
The hospital reported a system failure mode. There was no report of patient injury.